Event description:
Spine surgeon was using device for percutaneous diskectomy when gold cord tubing disconnected from device, blew off and just missed striking the surgeon's eye.what was the original intended procedure?percutaneous diskectomy at l4-l5.device #1is this a laboratory device or laboratory test?no.